Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product serial/lot number: (unknown); product type: (0195 - heart valves); implant date: not -implantable; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure; the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then deployed in that it was positioned 3-millimeters (mm) from the non-coronary cusp (ncc) and 3 mm from the left coronary cusp (lcc). After full deployment of the valve, it was identified that the valve had under expanded. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was completed as the patient was rapid paced. As the post-implant bav was completed, the valve dislodged in that it was positioned -2 mm from the ncc and -2 mm from the lcc. Due to the valve dislodgement, the patient experienced regurgitation of unknown severity. In response, the attending physician decided to implant a second transcatheter valve in the previously implanted valve. After implantation of the second valve, the patient was transferred to recovery. While in recovery, the patient decompensated so they were brought back to the catheterization lab. While in the catheterization lab, it was identified that the second valve had embolized. Subsequently, the patient experienced cardiac arrest and ultimately died. Per the physician, the patient's fibrosis contributed to the patient's death.

Manufacturer narrative:
Updated data: b2. B5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic guidewire was used for the procedure. Severe paravalvular leak was present after the first valve dislodged. The second valve was implanted at a depth of 3 mm on the ncc and 4 mm on the lcc. While the patient was in recovery, cardiac arrest occurred and cardiopulmonary resuscitation (CPR) was initiated. It was identified that the second valve dislodged following prolonged CPR. Additionally, it was noted that the patient had a low hemoglobin but did not accept blood products due to religious reasons.